Event description:
Customer reported unexpected positive reactions(1+s to 2+w) at immediate spin(is) phase with gammaclone anti-d, when testing a patient that was previously typed as rh negative at another facility using immucor anti-d, series 4 and was given rhig after having a miscarriage. Testing was repeated with lot dmb67-3 using a new sample; testing resulted as rh positive. Repeat testing performed with polyclonal anti-d resulted as rh negative, weak d negative. Methodology is tube testing. No red blood cell transfusion or adverse reactions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
Explained to customer based that based on their testing results, the possibility of the the patient's possessing the crawford phenotype could not be ruled. The specific performance characteristics section of the package insert states that "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase."